Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer treated with manual injection. Customer stated insulin pump was not alarming when not delivering insulin. Customer stated they got no delivery alerts. Customer stated clip gets attached to insulin pump the plastic was broken. Customer declined troubleshooting. The device will not be returned for analysis.